Manufacturer narrative:
Updated fields: b4, g3, g6, h3, h6(type of investigation, investigation findings, investigation conclusions) h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed the fault code 37 (autofill failure) and performed a calibration on the high/low helium tank transducers and all other transducers. The unit additionally passed the touchscreen test / 60min battery run time@100bpm test. The unit is cleared all requirements on the repair checklist and available for patient use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported prior to use that the cardiosave intra-aortic balloon pump (iabp) experienced an autofill error. No patient was involved.